Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿inject juvéderm® ultra xc by applying even pressure on the plunger rod while slowly pulling the needle backwards. It is important that the injection be stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, healthcare professional had the "needle pop off" and the product "spilled over the patient." Patient contact was made. No injuries occurred. The packaged needle was used for the injection.

Manufacturer narrative:
Device analysis: visual analysis of the returned device notes no defect observed.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, healthcare professional had the "needle pop off" and the product "spilled over the patient." Patient contact was made. No injuries occurred. The packaged needle was used for the injection.